Event description:
Inner insulation failure, impedance decrease, and noise reported. The lead was capped. No patient complications have been reported as a result of this event.

Event description:
Inner insulation failure, impedance decrease, and noise was reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold. Inner insulation failure, impedance decrease, and noise was reported. The lead was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn insulation, hole(s) in noise impedance, low.